Event description:
A patient had oximeter probe placed on forehead and right posterior torso at start of surgery. Oximeter probe removed three days later by rn. She used some adhesive remover to loosen sensor. Prior to removing, she did not turn the patient. Patient also has open chest. Back assessment done the next day. When patient was turned found area 7 x 5 cm blistered with pus covering it. Appears to be a partial thickness burn. The electrode was disposed of by nursing unit. Equipment was sent back to the manufacturer for evaluation.